Event description:
At pt follow-up visit, it was noted that there was no pacing, even at maximum output. Pt reported fatigue. Device was removed from service. No patient complications have been reported as a result of this event.